Event description:
The pt was implanted with a left ventricular assist device (lvad) in addition to a right ventricular assist device (rvad) due to post cardiotomy shock. The rvad was explanted on (B)(6) 2012. The pt's condition was complicated by heparin-induced thrombocytopenia. During a ramp study, the pt was unable to maintain a fixed speed at any setting. On (B)(6) 2012, the pt's lvad was exchanged due to power spikes and the pt's clinical presentation of heart failure.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. The user facility report was received from the (B)(4) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.